Event description:
A nurse reported that an intraocular lens (iol) was explanted. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the lens was returned in pieces in a specimen cup. Solution is dried on the lens. The product investigation could not identify a root cause because a specific complaint/malfunction was not indicated. (B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).